Event description:
Electrical surgical unit was being used with a resectoscope during prostate resection. Equipment would resect in bipolar mode, but would not coagulate. Changed to monopolar mode and able to coagulate, but burned through 2 loops in the process. FDA safety report ID # (B)(4).